Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen for an orthodontic evaluation and provided a letter of recommendation. The orthodontist found in their evaluation mandibular midline is mildly left of center, class I occlusion, open bite between the molars and maxillary and mandibular left lateral incisors. Patient was given two treatment options both lasting 12-18 months, elastic wear as needed, reapproximation as needed and retainer wear will be necessary after ortho treatment. Option 1 will require angel aligners while option 2 is braces on maxillary and mandibular teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.